Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17238598 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a powerflexpro 4mm 2cm 80 could not cross the lesion. A non cordis product crossed the lesion. Then a powerflexpro 5mm 10cm 80 crossed the lesion and inflated, however, it ruptured. A non cordis product inflated. The procedure was a success. The lesion was the superficial femoral artery. There was no patient injury reported and the products are not available for return. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The devices were properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The access site location was the femoral artery. The target lesion location was the superficial femoral artery. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. The patient is doing fine.

Manufacturer narrative:
A powerflex pro 4mm x 2cm 80cm balloon catheter could not cross the lesion. A non cordis product crossed the lesion. Then a powerflex pro 5mm 10cm 80 crossed the lesion and inflated; however, it ruptured. A non cordis product inflated. The procedure was a success. The lesion was the superficial femoral artery. The access site location was the femoral artery. The target lesion location was the superficial femoral artery. The percentage of stenosis was 90%. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The devices were properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. The patient is doing fine. The products were not returned for analysis. (B)(4) a product history record (phr) review of lot 17433982 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4) a product history record (phr) review of lot 17238598 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿pta/ptca system failure to cross¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.